Manufacturer narrative:
Upon completion of the investigation, it was noted that the evaluation of the tms confirmed the complaint. The black button sticks slightly after depressing; causing the difficulties reported by the sales rep. This issue is consistent with prior complaints for this product code. The vendor implemented (B)(4) to update notes on the spring (used in the tms indicator) drawing to call out number of active coils, dead coils, and concentric coils. Furthermore, existing spring permits coils to collapse on each other upon full compression of the indication tool button. In some cases the button could become stuck or "click" as identified in (B)(4). Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
The sales rep reported: clinicians tried to reprogram the patient¿s certas valve with the tms kit. The indicator from the tms kit was inconsistent in reading the valve setting, reading different settings/numbers several times. Then the staff decided to use a different tms kit and had indicator appear to work properly. Based on this experience, they have asked to have the tms returned. Based on the information provided by the sales rep, this complaint was processed under the sales rep's sample account since this was a trial for the customer. (B)(4) additional information explained that the x-ray isn't related to the tms kit. The tms kit was reading the valve inconsistently and gave multiple different settings each time so the clinicians wanted to have it sent back to codman. Hospital trialing the device is (B)(6).